Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient recently noticing a pulling and burning where her device is located and it hurts to have her underwear band over it. The patient said she has been turning it off for the radiation therapy she has been getting for two weeks. The patient said the radiation targets her left breast and she has to "sit then lay then wiggle around on the table." The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.